Event description:
The customer reported that the paddle connector was broken. No impact on the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.